Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode all buttons functioning properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. Unit passed the displacement test. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was 8.0 mmol/l at the time of incident. Customer stated that the insulin pump buttons were flattened. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.